Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular lead impedance warning with a polarity switch. There was also a right ventricular unipolar and bipolar lead impedance warning and a polarity switch. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.